Event description:
It was reported that during routine follow-up of an asymptomatic patient, crosstalk had been observed on the pulse generator. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.